Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that when using the bd pyxis¿ medbank tower system had failed drawer. The customer reported that this malfunction occurred during the dispensing of medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-aug-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that the drawer was not opening. A field service engineer (fse) powered down the drawer cabinet and removed the panels to inspect for any debris or obstructions, but none were found. The cables were reseated to ensure proper connections. Using the tester application, the drawer cabinet was reported, and all drawers were tested for proper opening functionality. The drawer 14 was specifically tested and confirmed to be working with all cubies installed. The system was rebooted, and the customer performed a cycle count to verify functionality. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medbank tower system had failed drawer. The customer reported that this malfunction occurred during the dispensing of medication. There were no adverse events or injuries reported based on this event.